Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was received for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. Voltage testing was performed and the test failed, the transmitter has no voltage. Because the device has no voltage, the reported event of a loss of connection could not be confirmed with transmitter testing. A root cause could not be determined.